Manufacturer narrative:
Evaluation summary: no sample was received for evaluation. The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on the manufacturer's acceptance criteria. The root cause cannot be determined conclusively. (B)(4).

Event description:
A surgeon reported that during flap creation in the left eye, the side cut was incomplete, near the hinge at the 10 o'clock position. The flap was lifted and the treatment was completed. The side cut was completed on the interface cone. Postoperatively, the patient experienced loose epithelium. A bandage contact lens was placed. According to the surgeon, it is unknown whether the laser caused or contributed to the event. Additional information has been requested regarding the status of the patient.